Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the motherboard of a fresenius 2008t hemodialysis (hd) machine got hot and began to smoke during machine repair. The biomed was in the process of replacing the sensor board when they forgot to plug the sensor cable to the sensor board and the machine alarmed with a "failure to send data to actuator board" message. The biomed stated that something during this process caused the reported issue with the motherboard. There were no patients or individuals harmed as a result of the reported issue. The biomed was advised by technical services to inspect the boards inside the electronic card cage and to replace the motherboard. Additional information was requested however a response was not received. No parts were returned to the manufacturer for a physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that the motherboard of a fresenius 2008t hemodialysis (hd) machine got hot and began to smoke during machine repair. The biomed was in the process of replacing the sensor board when they forgot to plug the sensor cable to the sensor board and the machine alarmed with a "failure to send data to actuator board" message. The biomed stated that something during this process caused the reported issue with the motherboard. There were no patients or individuals harmed as a result of the reported issue. The biomed was advised by technical services to inspect the boards inside the electronic card cage and to replace the motherboard. Additional information was requested however a response was not received. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The manufacturer investigation was not able to determine a causal relationship between the objective evidence and the alleged event.